Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, possible charging problem was observed due to a device alert. It was noted that the patient received a treatment with left ventricular assist device (lvad) the same day of the alert. The device possibly received cautery interference of the lvad implant. Programming change would be made to remove the alert. The patient was stable throughout.